Manufacturer narrative:
The investigation noted several "abnormal low signal" alarms. On 23-mar-2022 the field service engineer (fse) confirmed and adjusted various parts of the instrument. The fse noted crystallization around the pinch valve connector block and, when the pinch valve unit was removed to clean, found an obstruction in the connector. The obstruction was removed and the pinch valve unit was cleaned. The sipper nozzle was dripping after rinsing; the fse adjusted the position of the sipper nozzle. The instrument check passed. During qc testing the "abnormal low signal" alarms re-occurred. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e801 module. The result from the e801 module was 6.48 pg/ml. The repeat result from a different laboratory using an unspecified roche system was 19 pg/ml. The questionable result was not reported outside of the laboratory. The troponin t hs reagent lot number was 566335. The expiration date was not provided.

Manufacturer narrative:
The field service engineer (fse) revisited the customer site and decontaminated the instrument. The fse replaced all the pinch valves. The customer had no further issues following this service visit. The investigation determined the root cause of the event was an issue with the pinch valves.